Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 and (B)(6) 2020 with coolsculpting to the arms using a cooladvantage applicator and experienced a vasovagal response during the first treatment. The patient was also treated on (B)(6) 2020 and another unspecified date with coolsculpting to the bra roll/back and flanks using a cooladvantage petite and cooladvantage applicator. Approximately 3 months post treatment, the treated area became visibly enlarged with hardness. On (B)(6) 2021 the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph) to the bra roll/back area and arms.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 and (B)(6) 2020 with coolsculpting to the arms using a cooladvantage applicator and experienced a vasovagal response during the first treatment. The patient was also treated on (B)(6) 2020 and another unspecified date with coolsculpting to the bra roll/back and flanks using a cooladvantage petite and cooladvantage applicator. Approximately 3 months post treatment, the treated area became visibly enlarged with hardness. On (B)(6) 2021 the patient was assessed by a physician and was diagnosed with paradoxical hyperplasia (ph) to the bra roll/back area and arms.